Manufacturer narrative:
.

Event description:
The patient reported that they went to the ER because of the implantable neurostimulator (ins). The patient was not sure what it was but it hurt at the ins site and felt different and goes down their leg and foot was tingling. The stimulation was turned off at the time of the report. The hospital just gave them some medication but did not do any x-rays or other diagnostics. The patient wanted to have their device removed for some time because the ins was not working, their toes were still curling and legs hurting so they took x-rays and everything but everything was ok and was able to get it working again. Then the patient started having problems with the pain at the ins site. The patient discussed their wishes to have the ins removed with the health care professional (hcp) however, they were told that there needs to be a good reason for removal. The ins site gets really warm. The next appointment with their hcp was for friday, (B)(6). The patient stated that they would try contacting their hcp as well about wishes to have it removed. It was thought that the ins not working/not helping their toes curling and pain in the legs was about two years ago. It was thought that the pain at the ins site and down the leg and foot tingling started about 8 months ago and go worse in the last two weeks. Their managing physician changed the patient's medication last month. They were on pain patches for leg due to leg injury. Other relevant medical history includes spinal pain.

Event description:
Additional information from the consumer reported there were no changes that led to the pain and warm sensation at the stimulator site or the toe curling pain down their legs. The stimulator started bothering them one year ago so they stopped using it. The stimulator was not working for them and they did have a lot of pain. The patient called the physician's office but the physician had started a new practice and may not have been taking new patients. The patient met with another physician that informed the patient they had another condition that the stimulator had caused them and it was very painful. The patient wanted the stimulator removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.